Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had depleted battery life. The customer stated that she had kept the battery charged, but the insulin pump's power would only last 3 days. She stated that this issue had been ongoing for 2 months. The caller did not know the blood glucose reading. She stated that the most recent battery change was the day prior to the call and noted that the battery indicator showed less than 2 bars available. The battery did not last longer than 1 week. She stated that she had already tried new batteries to no avail. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.